Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter cassette by the customer. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). System error 2240 was identified during a review of a returned home choice occurred on (B)(6) 2010; there was no report by the customer. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During an initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air has entered the cassette). This alarm was identified during a review of the device alarm logs; there was no report for this alarm called in by the customer. The system error occurred on (B)(6) 2010 at 00:52. Phase and cycle information are not available in the event log. No patient injury or medical intervention was reported.